Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that they received a button error alarm during bolus. The customer's blood glucose was 139 mg/dl at the time of incident. The customer stated that numbers continued to scroll during bolus the customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a button error alarm and no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. The pump was received with a cracked case at the display window corner, a broken belt clip slot, minor scratches and a cracked display window.